Event description:
It was reported when the surgeon was using the product there was no clicking noise. When he attempted to fire the instrument, the clips just fell out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.